Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery stenting procedure, the patient experienced angina and restenosis was discovered. The target lesion was located in the mid left anterior descending (mid lad) artery. The lesion was 99% stenosed and was 18 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and implanting a taxus liberte atom 2.25 x 24 mm study stent with 0% residual stenosis. During the index procedure, a non-target lesion was treated in the 1st diagonal (1st dx) with a cutting balloon and placement of a taxus liberte atom 2.25 x 16 mm stent. The patient was discharged the next day on aspirin and clopidogrel. At 1436 days after the index procedure, the patient had recurrent anginal pain and cardiac catheterization was recommended. Twenty three days later, the patient returned for treatment which consisted of coronary artery bypass grafting x 2 including lima to distal lad and svg to 1st om branch of lcx. The patient was discharged 3 days later on aspirin and clopidogrel.